Event description:
It was reported that the programmer displays an error message at boot up. A service disk will be run on the programmer in an attempt to resolve the issue. If the issue is not resolved, the programmer will be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.